Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that the "ok" button on her meter was not functioning. The patient attempted to test on her meter, but she was unable to because the ok button would not work. Her last test was at 3:00 a.m.; she obtained a result "in the 300's", which she felt was normal as she had a snack before bed. She took 9 units of humalog, which was based on the meter result and went back to sleep. She attempted to test on the meter, first thing that morning, but was unable to. She took her set amount of 9 units of levemir. She began to experience symptoms of shaking and non-responsiveness prior to date of event, at 11:50 a.m. She attempted to test at the time of the symptoms but was still unable to. Her family member gave her glucose gel and when she was feeling better, she tested on another meter and the result was 70 mg/dl. She felt better after receiving the treatment. She did not seek any medical attenttion. The meter issue was not resolved with troubleshooting. This complaint is being reported, as the patient was unable to test and subsequently suffered from hypoglycemia, which required intervention. A replacement meter has been sent.